Event description:
It was reported that the closure device became detached from the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and immediately became prematurely detached from the core wire of the wds. The closure device was implanted in the laa of the patient. The physician left the closure device implanted in the patient. The next day the patient had a chest x-ray which showed that the closure device was still implanted in the laa. The patient will see the physician again in two (2) weeks to undergo a transesophageal echocardiogram (tee) imaging procedure. There were no complications that were reported to have occurred as a result of this event.